Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: (B)(4). Code 8720zh all these sutures are actual samples from the case lot# 10dxr4 (1) strand. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an aortic valve procedure on (B)(6) 2026 and suture was used. It was reported by sales rep that suture breakage during suturing of an 8mm dacron graft to innominate artery. Procedure was redo aortic valve and ascending aortic aneurysm. No patient consequence has been reported. Actual broken send of the suture to be returned. Additional information was requested.